Manufacturer narrative:
(B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a atherectomy treatment procedure, the catheter became stuck on the guide wire. This 2.1mm jetstream xc atherectomy catheter was selected for use. During use, the catheter seized on the guidewire. The device was removed without issue. The procedure was completed with another device. No patient complications were reported.